Event description:
A customer reported that the t:slim x2 pump battery was not charging due to the use of a third-party wall adapter and charging cable. There was no adverse impact to the customer's blood glucose level, as the pump did not shut down or become unable to turn back on. After leaving the wall adapter plugged into a working outlet for 30 consecutive minutes, using the original charging supplies, the pump began charging again. The customer was provided with a link to purchase a new cable and wall adapter, and no further assistance was required.